Event description:
It was reported that a patient implanted with an impella 5.5 became hypotensive and tachycardic. The patient was cardioverted. A washout was performed and a large number of clots were removed from the throacic cavity. Bleed/thrombosis that required or washout. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella passed all post sterile inspection checks. No product was returned. The root cause of the paroxysmal atrial fibrillation, tachycardia was unable to be determined due to insufficient clinical details. The root cause of the bleed was unable to be determined due to insufficient clinical details. The root cause of the positioning issue was unable to be determined due to insufficient clinical details.